Event description:
Medtronic received information that during the use of this oxygenator blood was noted on the floor. The physician suspected it was from the heater. Of note, during priming there was no leak observed nor were any cracks. The oxygenator was used throughout the procedure and not replaced. Follow up revealed the blood loss was 500ml. There were no adverse patient effects reported as a result of this event.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection showed no outward signs of cracks or damage throughout device or ports. Performance analysis: blood side pressure integrity testing was performed at three liters per minute with twenty-three psi of back pressure for ten minutes. During the test a leak from the hex side seam was observed. Conclusion: based on analysis and investigation, the leak was confirmed to originate from the hex side seam. A partial void may have formed during adhesive dispensing into the adhesive groove of the heat exchanger allowing for acceptable pressure test results prior to distribution. It is possible a physical shock encountered during shipping or handling of the product may have compromised that bond. Historically, it has been observed that overly aggressive shipping and handling can cause the partial bond to become compromised resulting in leak and contributed to the event. Medtronic is monitoring for similar complaints. (B)(6). (B)(4).